Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the thread inside the plain insertion handle worn out and did not get connected or the one rod threaded into that handle. There was no patient involvement. Concomitant device: rod (part unknown, lot unknown, quantity 1).   This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).